Manufacturer narrative:
B3 - date of event - correction. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Additionally, the reported low flow hazard alarms could not be confirmed as no log files were submitted for review; however, the account reported that the alarms occurred while the patient was under cardiac arrest which could have contributed to the lower flows. It was reported that the patient¿s outcome was not device or therapy related, and an autopsy was not performed. The pump will not be returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including heart failure, renal dysfunction, arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 6 of the IFU, under "right heart failure", discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. Section 6 also lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2025 with refractory right ventricular failure and cardiogenic shock. The patient had previously had been on home milrinone in 2022 and was dying with recurrent ventricular tachycardia, refractory right ventricle failure, renal failure, and upper and lower extremities with dry gangrene. Pulmonary artery catheter was removed. On the morning of (B)(6) 2025, the patient experienced cardiac arrest and ventricular tachycardia that required shock along with low flow alarms. Pressor requirements increased. The death was not considered to be device related, and no autopsy was performed.

Manufacturer narrative:
Additional annex e codes: generalized disorders e23: necrosis (e2327). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.